Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned solution attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. Based on the physical sample received the reported event is confirmed manufacturing related and does not meet specifications. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6) hospital (affiliated with (B)(6)). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, health professional was filling the balloon with water, but urine was not flowing into the bag. Upon checking, health professional found that the balloon had fallen out. Per follow up information received via ibc on 16dec2025, stated that this was a prolonged surgical procedure. Diuretics were administered because urine output could not be confirmed, but urine output remained unconfirmed even after diuretic administration. Due to recurring issues like foley catheter leaks, a nurse crawled under the drape (under the operating table) to visually confirm whether the catheter had fallen out of the patient. The catheter was found to have fallen out. Upon checking the balloon of the fallen out catheter for holes, a pinhole was identified. A new foley tray was opened and placement initiated again, and a clear urine flow was successfully confirmed. There were no adverse health effects for the patient.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, health professional was filling the balloon with water, but urine was not flowing into the bag. Upon checking, health professional found that the balloon had fallen out.

Event description:
It was reported that during the procedure, health professional was filling the balloon with water, but urine was not flowing into the bag. Upon checking, health professional found that the balloon had fallen out. Per follow up information received via ibc on 16dec2025, stated that this was a prolonged surgical procedure. Diuretics were administered because urine output could not be confirmed, but urine output remained unconfirmed even after diuretic administration. Due to recurring issues like foley catheter leaks, a nurse crawled under the drape (under the operating table) to visually confirm whether the catheter had fallen out of the patient. The catheter was found to have fallen out. Upon checking the balloon of the fallen-out catheter for holes, a pinhole was identified. A new foley tray was opened and placement initiated again, and a clear urine flow was successfully confirmed. There was no adverse health effects for the patient.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.